Event description:
It was reported that during stenting of an aneurysm located in the right ophthalmic artery, the physician lost catheter position. As the physician removed the stent delivery system, the stent deployed in the patient's left iliac artery. An unsuccessful attempt to snare the stent was performed. There was no stent malposition/apposition observed, and the physician determined the stent to be in a 'safe place'. There was no clinical consequence to the patient.

Event description:
It was reported that during stenting of an aneurysm located in the right ophthalmic artery, the physician lost catheter position. As the physician removed the stent delivery system, the stent deployed in the patient's left iliac artery. An unsuccessful attempt to snare the stent was performed. There was no stent malaposition/apposition observed, and the physician determined the stent to be in a "safe place". There was no clinical consequence to the patient.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The subject device is not available; therefore, physical analysis cannot be performed. Information available indicated that stent transfer was successful, the anatomy was described as "above average" in the degree of tortuousity, resistance was encountered upon accessing the internal carotid siphon and the stent became difficult to advance. The physician made several adjustments to advance the stent, and excessive force was used to position the stent. The neuroform ez direction for use (dfu) indicates that if excessive resistance is encountered during use of the neuroform ez stent system or any of its components at any time during the procedure, discontinue use of the stent system. Continuing to move the stent system against resistance may result in damage to the vessel or system component. Therefore, a root cause of use/user error has been assigned to this investigation.